Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed a broken wire on the washer sensor and replaced the washer sensor with a new one. Fse performed wash prime and validated the analyzer by successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The most probable cause of the reported event is due to broken wire on the washer sensor

Event description:
A customer reported wire to probe was disconnected and was unable to reconnect them on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.